Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 15mm emerge¿ balloon was noted to break while the balloon was loaded over the wire. The device was removed from the patient and the procedure was completed with another emerge device. There were no patient complications and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter in two pieces. The balloon is loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 58.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube and shaft kinks. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 15mm emerge balloon was noted to break while the balloon was loaded over the wire. The device was removed from the patient and the procedure was completed with another emerge device. There were no patient complications and the patient status is stable.